Event description:
It was reported that an ilet user experienced hypoglycemia to 65 mg/dl and subsequently treated with oral glucose, after which blood glucose quickly rose to 180 mg/dl. The event was attributed to user overtreatment of the low and involved troubleshooting and education on proper treatment of hypoglycemia, with no device problem identified and no alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included minor injury of hypoglycemia and no lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem; a usage problem was identified consistent with user overtreating hypoglycemia. No specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.